Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device did not power on when the on/off button was pressed.  This occurred only one time and the device was reportedly able to power on during the subsequent attempt.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported device issue.  Proper device operation was observed through functional and performance testing.  The cause of the reported issue could not be determined.